Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string broke [device breakage] . Has tampon stuck inside of her [foreign body in reproductive tract]. Case narrative: on 15-(B)(6) 2022, a spontaneous report was received from a consumer regarding a female (age was not reported) who was being treated with playtex sport plastic (tampon, menstrual, unscented). On (B)(6) 2022, additional information was received from a consumer, and the case was reassessed as reportable. Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic. On an unspecified date in (B)(6) 2022, after inserting the product, the string on the tampon broke and consumer tampon remained stuck inside of her. The consumer's mother, who was nurse, came to the consumer's house to remove the tampon for her. No additional information was provided.